Event description:
The patient mentioned that she is experiencing hyperglycemia and the bolus delivery button locking out before 18 clicks. The patient mentioned that she keeps 5 pre-filled v-go's in her refrigerator but is unsure of the insulin brand name to confirm storage conditions. The patient provided the following readings on 7/9 - 7/11 but stated that she was not on v-go while checking her readings through finger pricks, also stating that 7/09 was written down as the start date -- 7/09 - 415 at 5:09am, 350 at 8:02am, 450 at 3:15pm, 500 at 6:45pm; 7/10 - 446 at 1:00am, 403 at 6:45am, 393 at 3:10pm, 381 at 9:25pm; 7/11 - 434 at 1:10am. The patient provided the following readings while on v-go -- day 3 - 429 before breakfast; day 4 - "high" before breakfast, 318 before lunch, 436 before dinner; day 5 - "high" before breakfast, 407 before lunch, 499 before dinner; day 6 - 454 before breakfast, 448 before lunch, "high" before dinner; day 7 - 377 before breakfast, "high" before lunch, 407 before dinner, day 8 - 326 before breakfast. 289 before lunch, 347 before dinner. The patient mentioned a nurse advised her to go to the hospital on 7/14 and she went to the emergency room where they gave her an IV and sent her home later in the day. The patient mentioned that the bolus delivery buttons are locking out. The patient stated that she has been taking 4 clicks before meals, 1 click before snacks and does not think she exceeded 18 clicks.